Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell six of eight. The patient was not connected at the time of the alarm. The care giver (cg) stated that the patient line of the homechoice cassette separated from the transfer set. The cg stated they put a red clamp on the transfer set so it would not drain out. The cg was to follow up with the peritoneal dialysis registered nurse or emergency room. The renal therapy service agent assisted the cg to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.